Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1165, awareness date 01-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer had to have a hysterectomy at (B)(6). She considered it related to essure. Follow up information received on 04-oct-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1158). The consumer reported essure wrecked her life and took her women hood at age (B)(6). Product technical complaint (ptc) investigation and final assessment were received on 16-oct-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female patient who have essure (fallopian tube occlusion insert) inserted and had to have hysterectomy at (B)(6). This event is serious due medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this particular case limited information was provided. It was only mentioned that the consumer had a hysterectomy at (B)(6). In spite of lack of data, causality between the reported event and suspected insert cannot be excluded and therefore this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.